Event description:
It was reported that during a patient's follow up appointment following generator replacement, the physician noticed that the device was not showing any magnet activations. The patient had generator replacement on (B)(6) 2012. The patient's mother claims to have swiped the magnet multiple times. The company representative stated they were asking for recommendations, so was calling to get some advice for what to discuss with them. Attempts for additional information and for programming/diagnostic history including the magnet history have been unsuccessful to date. It is unclear on what magnet swiping technique was being used by the patient, but the company representative reminded the physician on the proper swiping technique and how to perform magnet mode diagnostic tests to determine if the magnet activations are being registered.

Manufacturer narrative:
.